Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Consumer called and stated that the head of the brush head came off in his/her mouth and was loose; it looked like the place where the brush head went on was warped. No injury was reported.